Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2015, the patient had a hematoma and was placed on medications. Now it has been noted the patient's skin isn't healing over the ICD site and had an "ICD skin revision" because of this. This device remains implanted at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
A hematoma was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the hematoma was not device related.